Event description:
In 2004, the pt called lfs alleging that the one touch ultrasmart meter was reading inaccurate high. The pt obtained a 153 mg/dl on the reported meter, while experiencing no symptoms of high or low blood glucose levels. The pt reported testing on another meter; however, it is unk if the pt tested with the meter since no results were provided. The pt had food and or a beverage following the use of the meter. At some point in the time, pt visited their physician's office and reported high blood glucose levels to pt's physician. In turn the physician prescribed actos. There was no indiction that the physician tested pt's blood glucose level prior to prescribing medication. The pt neither alleged harm nor experienced injury. The customer service representative walked the pt through two consecutive control solution tests and both results fell outside the specification. Issue was not resolved through troubleshooting. Pt's test strips and control solution were replaced.